Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, thromboembolic event, pulmonary embolism and arthritis. Previously administered products included for an unreported indication: xarelto. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: result was negative. Lot number: c91766, manufacturing date: 2014-08-04, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, thromboembolic event, pulmonary embolism and arthritis. Previously administered products included for an unreported indication: xarelto. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal and robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, hospitalisation, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removel : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: result was negative. Lot number: c91766 manufacturing date: 2014-08-04 expiration date: 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-mar-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, thromboembolic event, pulmonary embolism and arthritis. Previously administered products included for an unreported indication: xarelto.. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal and robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, heavy menstrual bleeding, hospitalisation, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Discrepancy noted: date(s) of removel : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: result was negative. Lot number: c91766, manufacturing date: 2014-08-04, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received : reporter, surgery name, rcc and removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case updated to serious incident. Essure removal done. Essure removal related information, new event hospitalization nos and rcc was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, thromboembolic event, pulmonary embolism and arthritis. Previously administered products included for an unreported indication: xarelto. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, pelvic pain, hospitalisation, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: result was negative. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received : lot no, medical history, historical drug, lab test and reporter information added, race added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.